Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was confused about whether the device was working right because they are not feeling any better. It was noted that another lead will have to be implanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient's clinic that the patient had atrial fibrillation (af) with rapid ventricular response. The patient was scheduled for an ablation and there was no performance allegation against the product.